Event description:
During an atrial fibrillation procedure, due to multiple display issues on the mapping system, the procedure was not able to be fully completed. Moreover, the procedure was completed to the full extent it could without being able to ablate the superior vena cava because it was judged that there was a risk of complications due to the display issues. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.